Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: revision 1 year after primary rsa due to a glenoid baseplate loosening. According to report, there is no clear reason why the baseplate went loose since there was no infection detected nor trauma occured. It was converted into a hemiarthroplasty. Aseptic loosening is a possible literature described adverse event and causes are often unknown. The reason of this failure cannot be determined. Due to the lack of information, it is not possible to establish a definitive root cause. However, baseplate mobilization is a possible literature-described adverse event after shoulder arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and no previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 1 year from primary rsa the patient undergone revision surgery due to a glenoid baseplate loosening with no apparent reason (no infection detected, no trauma event occured). Glenoid baseplate, locking screws, glenosphere and reverse metaphysis were revised to convert into a hemiarthroplasty. Surgery was completed successfully. It was not possible to recover the lots involved in the primary surgery.